Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that three days post implant, this patient presented to the emergency room with concerns regarding the pocket incision and suspected infection. The patient was prescribed antibiotics and was followed week later. A second round of antibiotics was prescribed. The patient will continue to be followed in clinic. This system consists of a boston scientific pacemaker and two competitive leads. No adverse patient effects were reported.